Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, increased pacing and defibrillation impedance were noted on the right ventricular (rv) lead. An x-ray was performed and no lead damage was detected. Abbott technical support was contacted and recommended further monitoring. The patient was stable and will continue to be monitored.¿¿¿